Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 28-sep-2018.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with an non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent detachment/separated. Synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed indicating that the balloon was subjected to positive pressure. This could have initiated stent deployment. Crimp stent markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.